Manufacturer narrative:
Manufacturer's investigation conclusion: the report of 10 low flow alarms per day on average was unable to be confirmed as no log files were submitted for analysis; however, the patient has a complaint history with previously confirmed low flow alarms. A specific cause for the reported low flow alarms could not be conclusively determined; however, evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not find any device-related issues. A direct correlation between (B)(6) and the report of fatigue, shortness of breath, and recent syncopal episodes could not be conclusively established through this evaluation. The pump was returned assembled with the driveline cut approximately 9¿ from the pump housing, and the distal portion of the driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was present on the inlet extension. Approximately 4¿ of the sealed outflow graft with anastomosis to aorta was returned attached to the outflow elbow, which was returned attached to the pump outlet port. The sealed outflow graft bend relief (ogbr) was returned over the outflow graft with the sealed ogbr collar sutured in place. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas. Section 1 also provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine cardiac transplant. There were no obvious faults or device issues but patient was averaging 10 low flow alarms per day despite medical optimization. The patient had three syncopal episodes 7 months prior to the transplant. The patient's symptoms during the low flow events included walking at slower speed and only able to go a shorter distance than before due to fatigue and shortness of breath.